Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown; the date is the date the complaint was received.

Manufacturer narrative:
This is a final report. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
A customer reported she received within ten minutes the following erratic readings on her freestyle lite blood glucose meter: 1.7 mmol/l, 18.3 mmol/l, 3.3 mmol/l and 4.6 mmol/l. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.